Manufacturer narrative:
Correction: lot # was corrected to 16h045 from 16g045. Device manufacture date was corrected from july 26, 2016 ¿ july 29, 2016 to august 24, 2016 ¿ august 26, 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured july 26, 2016 ¿ july 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked during infusion. The reporter stated that there were two to three ml of fluid in the housing, and the balloon was deflated by half of the original volume. The infusion was stopped 24 hours short of the 46 hours required. The device had been filled with 4625mg fluorouracil diluted with 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.